Event description:
It was reported that the battery of this device went from 54% down to 14% in one year. The patient did not want to come in for a follow up. The device remains implanted. No adverse patient effects were reported.